Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level reached 17.2 mmol/l (310 mg/dl), while wearing the pod between 36 and 48 hours. The pod reportedly became loose from the infusion site (abdomen), causing the cannula to dislodge. Additionally, the lg reported redness was observed at the infusion site when the pod was removed. As treatment, a new pod was successfully applied. The pod was discarded.